Event description:
It has been reported to philips that system would not boot up properly. System was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) analyzed the system and confirmed that system would not boot up properly. The issue is flex pc is booting, but it never loads up the splash screen like usual due to missing part ids for flexvision 2 revision and hard drive of the pc. Customer replaced flexvision 2 revised pc and hard drive on their own. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.